Manufacturer narrative:
The customer reported a complaint that "the autopulse platform (sn (B)(4)) displayed user advisory (ua) 12 (lifeband not present) error message" was confirmed based on the review of the archive data but was not reproduced during the functional testing. The probable root cause for the user advisory (ua) 12 error message could be the lifeband belt clip not detected in the spool shaft and/or not fully inserted when the autopulse was powered on, likely attributed to user error. During visual inspection, there was no physical damage observed on the autopulse platform. As part of routine service during testing, the platform was examined, and unrelated to the reported complaint, the encoder drive shaft does not rotate smoothly, exhibits binding and resistance due to a sticky clutch plate. The sticky clutch plate was deburred to address the issue. The cause for the sticky clutch could be due to the normal use of the device. The impact of a sticky clutch was not severe enough to make the platform non-functional. The archive data indicated user advisory (ua) 12 error messages on the customer reported event date, thus confirming the reported complaint. The customer reported user advisory (ua) 12 error was not reproduced during the functional testing. The lifeband clip detect switch inspection shows that the switch lever was able to close and is in a parallel position. The autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with a good known test battery for 10 minutes without any fault or error. User advisory is a clearable error message; per the battery hangtag - advisory codes description and action, user advisory 12 indicates that the autopulse has detected that the lifeband is not properly installed. The recommended actions for this type of user advisory are: ensure that the band clip (underneath the device) is correctly seated in the drive shaft and can freely rotate after insertion. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries for 15 minutes without any fault or error. The autopulse platform passed the final testing without any fault or error.

Event description:
During patient use, the autopulse platform (sn (B)(4)) displayed user advisory (ua) 12 (lifeband not present) error message. Immediately, the crew reverted to manual CPR. No consequences or impact to the patient.